Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure, the trocar was leaking. The same device was used to complete the procedure. No adverse consequences reported.